Event description:
21 yo female was placed on delivery table in delivery room #2 at aprox. 8:30 p.m. On 2/23/93. When the patient was ready to deliver, the nusing staff appropriately collapsed the front end of the table to place the patients legs in the stirrups. The staff did not realize that the patient had grasped her left hand under the back edge of the table where the collapsed shelf meets the top end of the table. The patients left middle finger was caught in this space and subsequently a non-displaced fracture of this finger was diagnosed and treated with a splint.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.